Event description:
It was reported that the universal battery charger (ubc) heated up.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress, damaged fuse. The reported event of the universal battery charger heating up was unable to be confirmed. The universal battery charger (ubc) was returned to the european distribution center (edc) and was evaluated and tested on 11may2023. The ubc was found to have multiple damaged components and therefore functional testing was unable to be performed. The power supply printed circuit board (pcb) was replaced, and preventative maintenance was performed. The damaged pcb was forwarded to the product performance engineering (ppe) lab for further analysis. The returned pcb was inserted into a functional test ubc and connected to power. A 14v battery was inserted into each slot and a thermocouple thermometer was attached to the top and left side vent of the ubc. The unit was allowed to run for an extended duration. The ubc functioned as intended without any issues or alarms activating and the temperature of the ubc remained within specification throughout testing. A root cause for the reported event was unable to be conclusively determined through this analysis. During the investigation it was noted that a fuse was damaged and there were traces of fluid on the pcb that may have contributed to the reported event. The device history records were reviewed for the universal battery charger (serial number: (B)(6)) and the universal battery charger passed all manufacturing and quality assurance (qa) specifications. Customer order was shipped on 06dec2011. The heartmate universal battery charger instructions for use (IFU) instructs users to not use a damaged ubc, and to obtain a replacement if necessary. Section 6.0 routine inspection and cleaning within the IFU instructs users to check the ubc for damage at least once per week. Heartmate ubc instructions for use (IFU) provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. Heartmate ubc instructions for use stated "to avoid the risk of electrical shock, plug the battery charger into a properly tested and grounded ac electrical power outlet that is dedicated to battery charger use". "Keep the battery charger dry and away from water or liquid". The heartmate 3 patient handbook and heartmate 3 instructions for use also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.